Event description:
Customer claims that the unit powers on and when the magnet is detached from the alarm, there is no alarm tone. There is no visible damage on the alarm case. There was no pt injury reported.

Manufacturer narrative:
(B) (4)eval for the returned product shows that the alarm does sound when the battery connector is moved around. Therefore, the unit has an intermittent alarm. There is no visual damage to the alarm case. (B) (4).